Event description:
A report was received that the patient was unable to charge due to ipg being too deep and ipg migration. The patient underwent a revision wherein the ipg was replaced per preference. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg was not linked, and it was successfully charged to full capacity in one cycle. Patient data indicated charging difficulty similar to the characteristics of tilted ipg orientation or deep pocket.